Event description:
Doctor is reporting 5 cases of cystoid macular edema (cme) postoperative. All of the pts experienced a temporary decrease in visual acuity. When specific info for the product and/or pts is received, add'l complaint and MDR reports will be submitted.